Manufacturer narrative:
Please void all reported related to medwatch: 3010536692-2019-00508. The previous report was incorrectly captured and reported. This event has since been reported under medwatch: 3010536692-2019-00507. This report should be voided.

Event description:
Allegedly, patient revised due to unknown mom complications.